Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead dislodged while slitting. The catheter was replaced but encountered resistance with the lead preventing placement. The delivery catheter was replaced again and the lead was implanted. Additionally during placement of the atrial lead the lead dislodged while slitting the delivery catheter. The catheter was replaced and the lead was implanted with no further complications. No patient complications have been reported as a result of this event.